Event description:
A healthcare professional reported a hahn tapered implant healing abutment failed to screw onto the implant during implant placement on tooth number 15 due to defective threading. The abutment was replaced, and the implant remained in place without any patient injury, permanent damage, or additional procedures. Per the report no patient symptoms were observed. It was reported that at the time of the surgical procedure the patient's bone quality is unknown and their oral hygiene is excellent.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant healing abutment lot# 6137439 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. (B)(6). Stock product reviewed results: a review of stock product was performed for hahn tapered implant healing abutment lot# 6137439 and found no additional product in stock. (B)(6). Investigation methods/results the reported product was returned, but not in the original packaging. It was observed that there was no defect or non-conformity observed on the product and the threads were intact. (B)(6). Root cause description: a root cause for this complaint cannot be explicitly determined. The probable root cause may be due to not following the procedures properly which could have resulted in the incomplete seating of the abutment and implant. Manufacturer reference: (B)(4).